Event description:
It was reported that during normal use the right ventricular (rv) lead exhibited undersensing with noise. It was also reported that the sensing integrity counter (sic) was elevated. The existing implantable cardioverter defibrillator (ICD) device was reprogrammed accordingly and the rv lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d154awg implantable cardioverter defibrillator implant date 2008-(B)(6); product ID 5076-52 implantable pacing lead implant date 2002-(B)(6). (B)(4).